Event description:
After drawing up a vaccine and removing the needle from the vial, the needle came apart from the hub. They were then in 2 separate pieces. Images given to assistant manager. 25g x5/8" tw bd safteyglide needle, ref# 305901, lot# 3055781, exp [redacted date]. The parts were disposed of in the needle box.